Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
An advance sling was tried, but was not implanted because of "breakage of the mesh and the suturing threads of the sling." Add'l info indicates that another device was obtained from a different hospital to complete the procedure. These events lengthened the surgery time.